Manufacturer narrative:
Event summary: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, the patient experienced postpartum hemorrhage following natural delivery, with blood loss about 500 ml. The complaint device was placed using sponge forceps and inflated with saline. Liquid was observed flowing out when the inflation volume reached 100 ml. The device was removed, and leakage was confirmed at the balloon bottom. Another new device was used to achieve hemostasis. Blood loss after the difficulty was about 120 ml. No adverse effects were reported. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. Visual exam notes product returned in a wet bag. There were 3 puncture marks in the material at the proximal end of the balloon. Functional leak test determined the balloon leaks. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony and evaluation of the returned complaint device. The most probable cause of the puncture was determined to be unintended user error. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after a natural delivery, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph). The amount of blood loss was approximately 500ml. The operator inserted the device with sponge forceps, then started inflation. Liquid was observed flowing out when inflation volume reached 100ml of saline. The operator removed the device and found the balloon was leaking from the bottom. Hemostasis was achieved with another new device. The amount of blood loss was approximately 120ml. No adverse events have been reported as a result of the alleged malfunction.